Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failed to close because an IV bag had become stuck at the back of the drawer. The user was unable to reach the IV bag, which caused the drawer to jam and prevented it from closing. The customer attempted a reboot and performed a recover storage, but the drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other drawer, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer cancelled the work order as, this department site is on psp program and local fse doesn¿t support this site. Call dispatched to me by mistake. No findings available.